Event description:
It was reported that pump screen shut off on its own during use, pump had to be restarted to continue. There was no reported impact to the customer¿s blood glucose level. Patient declined troubleshooting with technical support, and was in process of obtaining replacement pump through insurance, with no further action taken by technical support at that time.